Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 545 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer provides details regarding symptoms of their high blood glucose episodes such as nausea, vomiting, abdominal pain and difficulty breathing. Customer also reported that the insulin pump was not working. The customer treated with the intravenous fluids and insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleging insulin pump was under delivery. Customer stated that site issue was pain and redness. Customer reported that they did receive medical treatment as a result of site issue. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08785 inches. No unexpected battery power loss or off no power alarms noted during testing. The insulin pump was received with cracked lcd display window, minor scratched lcd window, and scratched reservoir tube window. (B)(4).